Event description:
It was reported that at 07:30 the patients hemovac drain appeared to not be primed. Attempted to prime the hemovac. After attempting to prime it took the hemovac less than 2 seconds to completely refill with air. When checking the line, they found that the drain was completely disconnected with both ends underneath the patient with drainage on the patients bedding and gown. They then applied sterile gauze to the end of the tube and clamped the line. Patient experienced unexpected and prolonged care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.